Manufacturer narrative:
Correction: section -d6a - date of implant and d6b - date of explant corrected. Correction: section h6 - type of investigation corrected.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that following a recent implant, the patient presented with an infection. During a procedure to explant the system, the right ventricular (rv) lead could not be completely extracted from the implantable cardioverter defibrillator's (ICD) header after it was unscrewed. The system was explanted. The rv lead tip remained in the explanted device header. The patient was stable.

Manufacturer narrative:
Analysis was normal. The damage found was sustained during procedure the device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Visual examinations were performed and right ventricular setscrew was noted to be stripped, consistent with having occurred during procedure. Pin gauge measurement on the header bore port was performed and was within specification. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.a device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.